Event description:
It was reported that the patient's vns was now indicating high lead impedance. The patient's vns has been disabled as recommended in manufacturer labeling. X-rays have been ordered to evaluate for a lead fracture however they have not been received by the manufacturer at this time. The patient's mother indicated that the patient frequently falls with seizures which could result in trauma to the device and wears a backpack daily which could result in additional wear. The patient has been experiencing an increase in seizures below the pre-vns baseline that has been attributed to the high impedance. Review of the generator source code revealed that a >25% change in impedance occurred on (B)(6) 2012, when the impedance rose from 3195 ohms to 12067 ohms.

Manufacturer narrative:
Initial report inadvertently did not indicate 30-day.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected.

Event description:
Additional information was received as an implant card indicating that surgery to replace the patient's vns lead and generator has occurred. The implant card indicated the reason for replacement was 'end of service = yes' and 'lead discontinuity.' The site indicated to a manufacturer representative that the patient did not have x-rays taken. Attempts for the return of the explanted lead and generator have been unsuccessful to date.